Event description:
It was reported by an attorney that the patient underwent hernia procedure on (B)(6) 2012 and unk mesh was implanted. It was reported that patient underwent removal procedures in 2019, 2020, 2022, and 2023. It was reported that the patient experienced severe injuries, loss of quality life, severe pain, inflammation and mesh migration. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/7/2026. H6: appropriate clinical signs, symptoms and conditions / code not available(e2402) utilized to capture severe injuries, and loss of quality life. D4: the device catalog number is unknown; therefore, UDI is unavailable. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr- (B)(4) submitted for adverse event which occurred on (B)(6) 2019. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2020. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2022. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.